Event description:
Boston scientific (bsc) crm received information that this dextrus lead had dislodged from this patient's atrium. The lead was successfully repositioned and remains actively implanted.